Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. A new cartridge was loaded to resolve the issue. Additionally, it was reported, that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes. And reloaded the cartridge to clear the alarm. The customer's blood glucose was 132 mg/dl.